Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The brand name was reported as unknown in the initial report. The brand name has been updated to 3mm fluted matchstick, 15cm. The catalog number was reported as unknown in the initial report. The catalog number has been updates to ma15-8ns. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the cutter device was broken and stuck inside the attachment device. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment could not be performed due to the condition of the cutter, however it was determined that a piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number could not be identified. Only a partial piece of the cutter was returned. The root cause was determined to be due to worn components in the attachment device which are caused by exposure to organic debris and materials which led to corrosion and normal component wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The brand name and catalog number were unknown; therefore, 510(k) was unknown. The serial number and date of manufacture were unknown; therefore, UDI was unknown. Concomitant medical products: minimal access driver device. The manufacturing facility was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the cutter device was broken off inside the minimal access driver device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.